Manufacturer narrative:
Aware date changed to 5/31/2017 based on new information received.

Manufacturer narrative:
The device was discarded by the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the volumeview catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the system to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with volumeview catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with volumeview catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(4).

Event description:
As reported, during use of this ev1000 platform with a volumeview set, the error message "data box disconnected" occurred and could not be solved after re-starting the monitor and resetting the cables. Inaccurate values and changes on the calibrated co curve were observed. These issues occurred after two and a half days of correct monitoring. Treatment was given based on the values displayed on the monitor. It could not be verified if the error message was before, during or after the occurrence of the inaccurate values. No allegation of patient injury has been reported. The volumeview was discarded at the facility.